Event description:
In 2007, the pt was implanted with a gore tag thoracic endoprosthesis to repair a thoracic aortic aneurysm. In 2009, a reintervention was performed due to a type I distal and proximal endoleak and a possible type ii distal endoleak. Two gore tag thoracic endoprostheses were used; the distal endoprosthesis intentionally covering the celiac. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot.